Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2014. Concomitant medical products: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that several months after implant procedure, the patient developed autoimmune reactions. The patient showed signs of inflammation in the oral mucosa, gums and sclera, symptoms of arthralgia involving the wrists, elbows and ankles which is more severe on the right side. It was also reported that the patient was experiencing an intermittent burning back pain around the lead incision site. Computed tomography (CT) scan of the spine was taken to investigate the back pain around the lead site and the result was unremarkable. The patient was treated with methotrexate and was referred to a rheumatologist. The physician acknowledged that it is unlikely that the patient's symptoms were related to the scs implant but still would like to confirm a lack of relationship to the system. Thus, an allergy test will be performed.

Manufacturer narrative:
Additional information was received that the patient did not have an allergy test. The patient¿s issue is not device related. The patient had an allergic reaction on the antibiotic and this medication was prescribed for the patient¿s non-device related medical issue. The patient is doing well with the stimulator and there will be no further course of action for the device.

Event description:
A report was received that several months after implant procedure, the patient developed autoimmune reactions. The patient showed signs of inflammation in the oral mucosa, gums and sclera, symptoms of arthralgia involving the wrists, elbows and ankles which is more severe on the right side. It was also reported that the patient was experiencing an intermittent burning back pain around the lead incision site. Computed tomography (CT) scan of the spine was taken to investigate the back pain around the lead site and the result was unremarkable. The patient was treated with methotrexate and was referred to a rheumatologist. The physician acknowledged that it is unlikely that the patient's symptoms were related to the scs implant but still would like to confirm a lack of relationship to the system. Thus, an allergy test will be performed.